Event description:
A representative later reported that no additional troubleshooting was performed because they could not aspirate, so ¿there was nothing else that they could do¿. The pump and catheter were replaced.

Event description:
It was later reported that the patient's pump had been replaced and the patient 'was doing well.'

Manufacturer narrative:
Product ID 8703w, lot# l44342, implanted: 1997-(B)(6), explanted: 2013-(B)(6), product type catheter.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: catheter: model 8703w, lot# l44342, implanted: (B)(6) 1997. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly as well as corrosion and/or wear and/or lubrication. The motor stall was due to the shaft bearing.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room "a couple of days" before the initial report, complaining of symptoms of withdrawal, underdose symptoms. On the day of the initial report the patient was going to have a catheter study done, before that the pump logs were read and confirmed a motor stall was occurring and may exceed tube set. It was noted that the patient did have an MRI earlier that week (reason for MRI was not reported) it was noted that a motor stall occurred and then motor stall recovery occurred and then "the next day" a motor stall occurred again and no recovery had occurred. The dates of these events were not reported. It was unclear if the patient was admitted to the hospital or not. It was later reported that the healthcare provider could not aspirate cerebral spinal fluid (csf) from the catheter access port (cap) and therefore chose to not inject dye "for safety reasons." The device was replaced, was to be returned to manufacturer, it was also noted "capped/abandoned/partially removed" but it is unclear what device was being referred to. Patient outcome was alive, no injury, no adverse event. The device system was used to infuse morphine.